Event description:
Philips received a complaint by the customer reporting the error "ovp circuit fault" occurred on a v60 device. The unit was in clinical use when the reported issue occurred. There was report of a delay of treatment. The customer reported the issue occurred on a v60 device but upon a serial number search, the device was determined to be a v200 device. Further information will be requested about this complaint.

Manufacturer narrative:
Reporter information: (B)(6).

Manufacturer narrative:
H10: the authorised service provider (asp) confirmed the device was a v60 and the serial number is unknown. The asp also confirmed there was no harm as a result of the delay of treatment. Other patient related details were not provided by the customer. The hospital biomed department confirmed the issue was resolved with replacement of the power module. The device was confirmed as operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.